Event description:
The customer reported that the system would not boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an investigation. The ffb was evaluated and replaced. The gib and backplane cables were evaluated and reseated. The system was tested and found to be working as intended and returned to service.